Event description:
It was reported that there was low circuit pressure and the inspiratory port was loose. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device screw cover bung was missing and the device was received with a bowed front panel. The customer stated problem was duplicated. Tightened the patient valve assembly. Re-shaped front panel and replaced worn valve diaphragm. The cause of the reported problem could not be determined. A DHR (device history review) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.